Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, 99% stenosed mid left anterior descending artery. After pre-dilatation was performed and a stent was deployed, the 3.0x15 mm nc trek balloon catheter was delivered toward the lesion for the post-dilatation; however, the balloon failed to inflate although pressurized to 12 atmospheres. When it was removed outside the anatomy, a balloon ruptured was confirmed. The balloon was changed for a new nc trek which was used successfully to complete post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.